Event description:
Patient presented to the ER physician with redness and weeping at the ipg and stimulation lead incision sites. Physician examined the area and suspected a superficial skin infection. ER physician prescribed antibiotics. This resolved the issue.